Event description:
It was reported that during the implant procedure the implantable pacing lead became damaged. It was reported the lead fractured. A new introducer and lead were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically reached due to a cut and visual summary analysis of the lead indicated damage at implant. A fracture was not observed on the lead and all electrical testing was within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.